Event description:
Advanced bionics was made aware that the patient experienced a skin flap infection. The patient reportedly developed swelling and tenderness around the implant site. Medication (type unknown) was prescribed. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.